Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the vascular damage issue was not determined since the product was not returned and with insufficient clinical information.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) female who coded during diagnostic cath was implanted with an impella cp device for mechanical circulatory support. Upon insertion of the impella cp into the 14fr sheath, the pump would not advance upon exiting the sheath. After removing the impella, the angiogram demonstrated dissection of the right femoral artery (rfa). The 14fr short sheath was exchanged for a 14fr long sheath and impella was reinserted and implanted without problems. Rfa site was sutured and dressed using best practices and the patient was sent to ICU.